Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has a 8110 module that will not power up. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: recommended to open unit and make sure all harnesses are seated. If unit still not operational, send in unit for warranty repair. Email biomed alaris service description depot repair pricing letter.